Manufacturer narrative:
Section e3: occupation is patient/consumer (patient's husband). The strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 2:15 p.m., the laboratory result was 1.9 inr. At 2:41 p.m., the meter result was 2.8 inr. No medication changes were made based on the meter result. The patient's husband stated that the patient does not wash their hands or use an alcohol pad prior to performing a test. The patient¿s therapeutic range is 2.5 - 3.0 inr. The patient¿s testing frequency is weekly.